Event description:
Patient presented to the hospital on (B)(6) 2010, with acute onset right hemiparesis and aphasia. Imaging confirmed a left mca occlusion, that was accessed with the penumbra 054 coaxially with the 032 penumbra catheter. During the aspiration, approximately 7 mg of tpa were administered. The vessel was recanalized with final timi 2a score. One day post-procedure, the patient experienced a mild petechial hemorrhage that resolved. The relationship to the procedure and penumbra device was reported as "possible". On (B)(6) 2010, the patient had an additional minor hemorrhagic conversion that was no serious, was resolved, and had "possible" relationship to both the procedure and device. The coordinator initially reported these events in the edc on (B)(6) 2012 and was unable to clarify the relationship. Following over one month of constant follow up, she did not provide additional information or confirmation in her final email on (B)(4) 2012 when adjudicating several study events.

Manufacturer narrative:
Conclusion: hemorrhage is a known and anticipated event associated with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The information in this report was collected during a review of stroke cases for a penumbra (B)(4) study ((B)(4)). The information regarding this event is limited by the procedural reports provided by the hospital. Devices not retained.